Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of infection is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No other information was reported at this time. If additional information is made available, a supplemental report will be submitted.

Event description:
Healthcare professional reported a clinical patient has experienced right breast infection after one month of implantation with artia study device. No other information was reported. Healthcare professional reported later that the patient experienced three days of right breast pain and swelling before presenting to the clinic, where patient was evaluated and then admitted to the hospital. Treatment included IV antibiotics, washout. The artia and tissue expander were explanted from both sides and discarded. Culture results during admission was positive for infection of the right breast with methicillin-susceptible staphylococcus aureus (mssa). The devices were not replaced. No other information was reported. This record is to capture the right side breast.